Event description:
The consumer reported that in 2008 they replaced the battery and ¿I was there 23 hours paralyzed from I guess the spinal tap or whatever.¿ the indication for use was failed back surgery syndrome. No device issues reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.